Manufacturer narrative:
Product analysis: it was determined at analysis that the programmer shuts down due to an out of specification radiofrequency (rf) head cable. It was also noted that the upper case was damaged. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the programmer is powered on, the screen does not turn on. The programmer was returned for service. There was no patient involvement. The programmer subsequently tested out of specification during manufacturer¿s analysis. The radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis.